Event description:
A report was received that the patient was hospitalized for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients hospitalization was not device related.

Event description:
A report was received that the patient was hospitalized for an unknown reason.